Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75%stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. A 10/3.50 flextome¿ cutting balloon¿ catheter was used for treatment. During the procedure, upon the first dilatation, it was noted that the balloon did not inflate. The device was then removed from the patient's body and a balloon rupture was found. The procedure was completed with a non bsc device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a pinhole leak in the balloon was identified 4mm distal to the proximal markerband. The blades and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found that the hypotube was kinked at 62cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75%stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. A 10/3.50 flextome¿ cutting balloon¿ catheter was used for treatment. During the procedure, upon the first dilatation, it was noted that the balloon did not inflate. The device was then removed from the patient's body and a balloon rupture was found. The procedure was completed with a non bsc device. There were no patient complications reported and the patient's status was good.